Event description:
--

Event description:
Boston scientific received information that this elderly patient was sitting at home in a chair and experienced dizziness and a potential syncopal event. Device testing in the emergency room noted a rate of 140 ppm. The minute ventilation (mv) feature and the accelerometer (xl) were both programmed on. Medicine was administered which was unsuccessful in slowing the rate. A magnet was applied and the rate decreased to 90 ppm. No adverse patient effects were reported.

Manufacturer narrative:
A boston scientific technical services consultant suspects that the rate of 140 ppm may have been due to mv interaction with hospital monitoring equipment. If so, then this is not likely related to the symptoms that the patient experienced at home which led him to come to the hospital. No other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
(B)(4). Additional information was received from a boston scientific sales representative confirming the patient was followed in the clinic and the mv feature was programmed off. No other adverse events have been reported. This product issue will be updated if additional information is received.